Manufacturer narrative:
Device return date is now available. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not specify the cause of the event. However, it is presumed the knob wire (k-wire) was cut or foreign material got stuck in forceps elevator affected failure of the forceps elevator movement. The event can be detected by following the instructions for use (IFU) which state: 3.2 inspection of the endoscope ¦ inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use, the device forceps elevator would not move up or down at all. There is no patient involvement and no harm to any patient. There was no delay to the intended procedure.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The event date is not known. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator does not move up at all. However, the forceps elevator not moving down issue was not duplicated. Other observations for the device are: angulation in the right direction is out of standards due to wearing of angle-wire; insertion quantity is out of standards due to damage of channel tube; liquid leaks due to damage of channel tube; screen is partly dark due to scratch of charge couple device (ccd) lens; forceps angulation is out of standards due to cutting of forceps elevator coil (k-wire); crease at the ccd lens, connecting tube protector, scope connector protector, and light guide (lg) lens; adhesive of distal end rubber coating (a-rubber) is broken; and electrical connector (el-connector) is corroded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.